Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited back up operation. Programming changes were performed. No patient consequences were reported.